Manufacturer narrative:
The company representative confirmed an issue (via event log review) but was unable to replicate anything that would have contributed to the reported issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery in an ophthalmic console the infusion bottle went down, the machine displayed an error message on the screen the anterior chamber collapsed and phacoemulsification was not possible. Surgery was completed by restarting the system. Additional information received clarified that the there was falling infusion pressure and surgery was completed without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).